Event description:
It was reported that the patient was going to have an MRI to scan the I-spine. The physician was evaluating their patient¿s back pain after their fall. It was noted that it was their facility¿s policy to have the manufacturer representative go and confirm the lead placement.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).